Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, moisture damage was found at keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube lip, belt clip slot, battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.